Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp silicone rcsp cannula with a manual-inflate cuff, it was reported that there was an insertion/removal issue. The initial insertion site was repaired with sutures. The surgeon placed the retrograde cannula during a coronary artery bypass graft (CABG) procedure. When they came off bypass, they noticed a lot of bleeding from the coronary sinus. The coronary sinus was perforated by the retrograde. The customer had to go back and suture the coronary sinus after the procedure. The customer was forced to use a retrograde cannula that they were not familiar with because they were back ordered on all of their manual work inflate cannulae. They ordered the cannula because that was all they had in stock at the time. The cannula was much stiffer than the one they normally used. The customer mentioned how stiff it was during the case. The device was used to complete the procedure.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the perforation was not device or procedure related. There was nothing wrong with the cannula. It was stated that once the customer gets used to using the retrograde cannula, they get used to the ¿feel¿ of it when inserting it into the coronary sinus. As a result of the backorder situation, they were forced to use an alternate cannula which was stiffer and they did not have the same feel as their normal cannula. Therefore, the customer accidentally put it through the coronary sinus when they inserted it. They had to go back on bypass and stitch up the coronary sinus. The patient was fine but they experienced a longer bypass run. Correction h3 (device evaluated?): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.